Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source : foreign-japan. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that there were air bubbles within the seal area. However, they are conforming to specifications. As the product was determined to be acceptable per the packaging requirements, a review of the device history records and a complaint history review was not performed. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that there were air bubbles found in the seal part of the sterile package.